Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was moisture visible in the display lens. The pump powers on with the display screen remaining blank. A keypad leak was found during testing, and there was moisture damage observed on the pcb. The pump could not be adequately investigated due to moisture damage.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button was intermittently unresponsive when pressed. It was also reported that the patient obtained message of 'bolus cancelled by button press' on meter remote. The reporter denied that any buttons were being pressed on meter remote or pump that would have cancelled bolus. There was no reported patient impact associated with this complaint.